Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was taking medication for uti and was trying to get off of the medication. Patient stated they still felt that they weren't self-voiding fully, but it had only been a day. Patient was advised to contact their medical doctor regarding the uti. Actions and interventions taken to resolve and resolution to the reported issues were unknown at the time of the report.